Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that patient experienced cystocele, rectocele, vaginal prolapse and urinary incontinence. It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh 3x were implanted. It was reported that the patient experience undisclosed injuries. Other implanted products are captured in separate files. No additional information was provided.

Manufacturer narrative:
Corrected narrative: it was reported that patient experienced cyctocele, rectocele, vaginal prolapse and urinary incontinence. It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh 3x were implanted. It was reported that the patient experience pain and urinary tract infection .other implanted products are captured in separate files. No additional information was provided.